Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
During a difficult thrombectomy in m2 for an elderly patient who was unable to be treated with a general anaesthetic, it was reported that the retriever could not be retracted and it was deforming the middle cerebra artery (mca) upon pulling. The surgeon suspected that the stent was caught in an intracranial calcification or stenosis. And the surgeon could not try manipulating as the patient was too agitated to do anything at all and therefore the surgeon resorted to cutting the delivery wire at the groin and sealing the groin. And the stent did not cause the patient to worsen. No further information is available at this time.

Manufacturer narrative:
The subject device remains in patient.

Event description:
During a difficult thrombectomy in m2 for an elderly patient who was unable to be treated with a general anaesthetic, it was reported that the retriever could not be retracted and it was deforming the middle cerebra artery (mca) upon pulling. The surgeon suspected that the stent was caught in an intracranial calcification or stenosis. And the surgeon could not try manipulating as the patient was too agitated to do anything at all and therefore the surgeon resorted to cutting the delivery wire at the groin and sealing the groin. And the stent did not cause the patient to worsen. No further information is available at this time.